Manufacturer narrative:
The old sensor could not be removed during first removal attempt. However, the old sensor was successfully removed during another removal attempt. No further investigation was found necessary.

Event description:
On (B)(6) 2022, senseonics was made aware of an adverse event where the physician was unable to remove the old sensor on the first attempt made.